Event description:
Complainant alleged that while attempting to defibrillate a patient, the device intermittently failed to discharge via paddles. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that subsequent testing of the device was unable to duplicate the malfunction.